Event description:
Boston scientific received information that the patient implanted with this right atrial lead experienced right sided phrenic stimulation. A chest x-ray was completed and this lead was found to have dislodged. The device was reprogrammed to vvi 60 and routine follow-ups will continue. No adverse patient effects were reported. Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.